Event description:
When pt had come into clinic for her last several refills, there was more drug present in the pump reservoir than was expected, and pt began experiencing symptoms of withdrawal. Physician performed a rotor test which showed no rotor movement. Physician also was unable to stop the pump via telemetry before or after it was explanted, since the programmer read "interference" when the pump was interrogated. The pt has had another pump implanted, with no further difficulty with the programmer or the replacement device.

Manufacturer narrative:
3/26/1998: primary finding of device analysis revealed stall due to motor gear corrosion.